Manufacturer narrative:
Results: the 5max-ace is damaged approximately 0.0 through 3.0 cm, and 12.5 through 23.5 cm from the distal tip . Conclusion: the complaint has been evaluated. The complaint describes an acute angle within the aortic arch and that the physicians were aggressively advancing the catheter within an area of stenosis in the ica when significant resistance was noted. Considerable force was used to advance the catheters. Both units were removed and found damaged. It is likely that the neuron max 088 was kinked due to vessel tortuosity and stenosis, trapping the 5maxace and damaging both devices. The IFU for these devices warns not to advance devices against resistance. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00404.

Event description:
Physician was attempting to access the ica using penumbra 5max-ace reperfusion catheter through a neuron max catheter and felt resistance. He attempted with considerable force to advance the 5max-ace and later an angiogram revealed the neuron max catheter had an acute angle in the aortic arch region. The 5max-ace was withdrawn and the distal portion was very rough. The neuron max was later removed and confirmed to be kinked in the distal portion. Both the attending physician and fellow attested that they were trying to aggressively advance the neuron max due to a stenotic ica.